Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. A cartridge change was performed to address the alarm. Additionally, the customer experienced continuous, ongoing elevated blood glucose (bg) levels of over 500 mg/dl. The cause of high bg was unknown; however, the customer reported having a foot infection and did not know if the antibiotic for the infection was a contributor to the high bg. Correction boluses were delivered via the pump, manual injections were administered and an infusion set change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.